Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+2.0/086 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the right eye (od). There was no injury. The lens was replaced with another same model/length lens on (B)(6) 2021 and the problem was resolved. Cause of the event was unknown.